Event description:
Customer reports needle does not retract. Customer states, lancet is protruding after priming while using the multiclix lancet device. Unable to confirm if customer fired the device. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.